Event description:
It was reported that the patient received two shocks. The first shock was normal, the second shock showed low hv impedance and a possible output circuit damage message. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device's output circuitry was damaged. It is believed that a damaged lead was the cause for the damage to the output circuitry. The lead was capped and not returned for analysis.